Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the control body fluid damage, the ultrasound connector body fluid damage, the electrical pin connector fluid damage, the insertion flexible tube coating damage, the objective prism cloudy (not clear view), the operation channel (primary) buckled, the light guide cable buckled, the lg prong corroded, the lg prong top corroded, the lg connector corroded, the jet socket cut, the segment worn out, and the us connector cable (long) worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.